Manufacturer narrative:
Result: malfunctioning footboard modules. Faulty scale buttons.

Event description:
It was reported by service report that the scale buttons and the main module buttons on the footboard were not functioning. No pt involvement or adverse consequences were reported.